Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs. The device was removed and two additional proglide devices were attempted, but also resulted in needle-to-cuff misses. The device was removed and a 6-french hemostasis sheath was inserted. After anticoagulation was fully reversed, the hemostasis sheath was removed, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices, are being filed under separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as evidenced by the posterior cuff being returned loose and the anterior needle remained attached to the anterior cuff. During functional testing, the needle plunger was reinserted into the device resulting in acceptable needle trajectory, depth, and mandrel travel. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned one unused, sterile proglide device for evaluation with the same part and lot number, as the complaint device. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency.